Event description:
A hospital in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a performance check. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) regional office in (B)(4), where it was inspected by a trained fph technician. Results: visual inspection of the neopuff revealed that the gas inlet port was broken. A lot check revealed no other complaints of this type for lot number 070817. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas inlet port, casing and manometer was caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."